Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician did not provide any information of their device evaluation; therefore, the reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a reverse ultrafiltration event occurred on an ak 96 machine. At the start of hemodialysis therapy, the patient¿s weight was 85.2kg. After approximately three hours of hemodialysis therapy, the patient experienced chest tightness. The physician assessed the patient and did not see any improvement. Treatment was completed; and the patient¿s post dialysis weight had increased by 4.7kg to 90kg. It was further reported, the patient developed heart failure but there is no medical intervention reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.